Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with air in line printed circuit board (ail pcb) out of range. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 16, 2007. The facility reported the failure code 810:04 on channel c which occurred during bio-med testing. Evaluation summary: during product evaluation, air in line printed circuit board (ail pcb) out of range was observed. Failure code 814:04 on channel c in the event history confirms the ail pcb out of range. This failure code is manifested as a result of the ail pcb being out of range. Calibrated the ail pcb. The pump was tested for proper operation and pump found to function properly.